Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. The customer's blood glucose (bg) ranged between 518-538 mg/dl. Bg level was addressed with a correction bolus via the pump, a manual injection, and customer consumed water. Customer loaded a new cartridge to resolve the issue.